Event description:
My daughter started using the dexcom g4 continuous glucose monitoring system in 2014. When we received the product our training was all conducted on the phone by dexcom employees and via the user manual and online resources dexom provided. Dexom promotes "peace of mind" and users are encouraged to rely on alarms for high blood sugar, low blood sugar, failed sensors and when the receiver and transmitter are "out of range" of each other. Unfortunately what they do not tell you is that there are two failed modes that can go on indefinitely with no built in alarm. They are referred to in the user guide in section 9.4 as a system glucose error. When a user receives a system glucose error. When a user receives a system glucose error they get a "???" Or an hourglass symbol "these symbols mean the receiver does not understand the sensor signal temporarily." If a user wants to set an alarm for any of the other instances where data is no longer being transmitted, they can do so. My issue is that not only is this fatal flaw completely ignored in the user manual, training and support of the device, there are no plans to fix it on the base unit. Even if a user has purchased the upgrade and is using the model with "share" capability, they are at risk. If they have an interruption in mobile or internet service or their phone is dead, the base unit cannot be trusted to alarm when in these two modes. As a user of this device, it is imperative that the dangers associated with this flaw are resolved. User must be notified as soon as possible for safety reasons. In my personal experience, this system glucose error does occur, specifically at night when a use is often most at risk.